Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time; however, user handling and the operator¿s technique could not be ruled out as contributory factors to the reported event. The instruction manual for use states, ¿do not use if package is opened or damaged. Examine this device prior to use. Do not use if damage is found. Do not activate the device while adjacent to or in contact with other metallic objects. Do not extend the cutting blade during electrosurgical coagulation. Ensure tissue is fully desiccated before engaging the cutting blade. Unintended tissue injury and/or damage to the contacted object or device may occur.¿

Event description:
Olympus was informed that during a therapeutic laparoscopy procedure, the tip of the blade broke off inside the patient. This occurred while the physician was burning tissue and advanced the blade to cut the tissue. A laparotomy was performed to located the device fragment from the patient and was successfully retrieved. The procedure was completed. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found all records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device damage. A visual inspection found the dental dam blade unable to cut due to a broken tip. The broken portion of the blade measured approximately 4mm in length and was not returned to olympus. Based on the evaluations findings, the cause of the reported complaint could not be determined; however, excessive force or user handling likely attributed to the device damage.